Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) due to noise with oversensing. It was noted that the patient was recently implanted with a left ventricular assist device (lvad) system which may contributed to the noise. Upon electrogram (egm) review, the erratic signal resembled right ventricular (rv) defibrillation lead noise, rather than the more organized signal consistent with lvad noise. Technical services (ts) discussed troubleshooting options and lead evaluation to determine whether the noise was reproducible. Ts also recommended testing with various lvad settings to rule out lvad noise. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this ICD system stored thousands of non-sustained ventricular tachycardia (nsvt) episodes, and the device was turned off. Technical services (ts) discussed troubleshooting options and possible causes, such as compromised system integrity associated with the left ventricular assist device (lvad) procedure on august 15. It was noted that all the non-physiological episodes began early on the morning of august 16. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this ICD system presented to the emergency room due to syncope. The patient fell from the syncopal episode, resulting in a brain bleed. It was noted that consult interrogation of this ICD system was unsuccessful, and may have also been attributed to the recent lvad placement. The arrhythmia logbook showed stored events from the time of the syncopal episode, but were not yet transmitted to the remote monitoring system. It was also noted that the device was pacing more often, but it was unclear whether there was a brady episode. This ICD system remains implanted, and the ICD was programmed off due to the known rv noise. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) due to noise with oversensing. It was noted that the patient was recently implanted with a left ventricular assist device (lvad) system which may contributed to the noise. Upon electrogram (egm) review, the erratic signal resembled right ventricular (rv) defibrillation lead noise, rather than the more organized signal consistent with lvad noise. Technical services (ts) discussed troubleshooting options and lead evaluation to determine whether the noise was reproducible. Ts also recommended testing with various lvad settings to rule out lvad noise. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) system stored thousands of non-sustained ventricular tachycardia (nsvt) episodes, and the device was turned off. Technical services (ts) discussed troubleshooting options and possible causes, such as compromised system integrity associated with the left ventricular assist device (lvad) procedure on august 15. It was noted that all the non-physiological episodes began early on the morning of august 16. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) due to noise with oversensing. It was noted that the patient was recently implanted with a left ventricular assist device (lvad) system which may contributed to the noise. Upon electrogram (egm) review, the erratic signal resembled right ventricular (rv) defibrillation lead noise, rather than the more organized signal consistent with lvad noise. Technical services (ts) discussed troubleshooting options and lead evaluation to determine whether the noise was reproducible. Ts also recommended testing with various lvad settings to rule out lvad noise. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.